Event description:
During service testing, the baxter repair technician reported the infusion pump with depleted main batteries. Information was not provided regarding whether or not the failure occurred during an infusion. No reports of any patient incident involving this pump.